Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The overall baseline gender characteristics is male; the age of the patients was approximately 67 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family/manufacturer, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "remote monitoring reduces healthcare use and improves quality of care in heart failure patients with implantable defibrillators." American heart association. 2012;125:2985-2992. Doi: 10.1161/circulationaha.111.088971. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding remote monitoring reducing healthcare use and improving quality of care in heart failure patients with implantable cardioverter defibrillators (ICD) and cardiac resynchronization therapy defibrillators (crt-d). The article reports one patient that underwent an ICD removal due to a device-related infection. The status/ disposition of the device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.